Event description:
It was reported that the patient was having coupling issues and an overdischarge was likely. The primary reason for overdischarge was dissatisfaction with stimulation. The patient stated he had not used the device for 'a while' due to 'shocking' that started one to two months after implant. The 'shocking' occurred after the patient slipped on ice and fell. Before the fall that device was helping 'a little but not much' and the patient still needed oral pain medication. The patient was unsure of the last time he recharged and had not seen his doctor to have the device checked or reprogrammed. The patient wanted to try the device again. Two days later it was reported that the patient's first overdischarge was confirmed. The overdischarge was due to patient non-compliance. A physician mode recharge (pmr) effectively reset the device and a power on reset (por) occurred which was successfully cleared. Additional information was requested, but was not available as of the date of this report.

Event description:
Patient reported seeing some kind of error code, and they described it as "just a circle with three arrows in it and pointing at the other thing that's not responding." Two days later at the time of the report, the patient's status was alive with no injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).